Manufacturer narrative:
Patient date of birth: patient¿s birthday was not provided, (B)(6) 1925 was used based on age of patient. Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that 2 unspecified bd pen needles clogged. The following information was provided by the initial reporter, translated from spanish to english: that he is having a problem with the ultra fine needles 4mlx0.23ml, they clog half of the use and many times at the beginning.

Event description:
It was reported that 2 unspecified bd pen needles clogged. The following information was provided by the initial reporter, translated from spanish to english: that he is having a problem with the ultra fine needles 4mlx0.23ml, they clog half of the use and many times at the beginning.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.